Event description:
It was reported the colonovideoscope exhibited a broken off felt pad that probably ended up in the biopsy channel. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the auxiliary jet channel has white foreign material. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the biopsy channel malfunction: residual liquid or foreign material came out of suction cylinder. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the auxiliary jet channel malfunction: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.